Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced mental pain, pain, injury, impairment, loss of enjoyment of life, disability, defective mesh. Post-operative patient treatment included medical treatment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a ventral hernia. It was reported that after implant, the patient experienced incarcerated hernia, infection, recurrence, inflammation, adhesions, obstruction, abscess, muscle spasms, mesenteric adenopathy, serosal tear, constant pulling, mental pain, pain, impairment, loss of enjoyment of life, disability, defective mesh, enlarged lymph nodes with necrotic centers, lesions in liver, abdominal pain, fevers, plaque like abnormality of peritoneum, fatigue, reaction to mesh, distention, vomiting, & weak fascia. Post-operative patient treatment included medication, laparoscopic mesenteric lymph node biopsy, laparoscopic peritoneal biopsy, laparoscopic liver biopsy, diagnostic laparoscopy, laparoscopic drainage of pelvic abscess, laparoscopic excision of left lower quadrant abdominal wall mesh, open ventral hernia repair with muscle flap and adjacent tissue transfer, exploratory laparotomy, lysis of adhesions, reduction of hernia, repair of serosal tear, repair of ventral hernia with vicryl mesh, laparoscopic low anterior resection, extensive lysis of adhesions, abdominal washout, rigid proctoscopy, open repair of recurrent incarcerated incisional hernia with mesh, open rep air of second incisional hernia, medical treatment, CT scan, cat scan, IV antibiotics, prednisone & augmentin therapy, & hospitalization.

Manufacturer narrative:
Additional info: (patient codes, ime e2402: enlarged lymph nodes, lesions of liver, plaque like abnormality of peritoneum). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional info: a2 (date of birth), d4 (model#, catalog#, expiration date, lot#, UDI#), g4 (510k#), h6 (patient codes, imf codes, ime e2402: "mesenteric adenopathy"). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of hernia. It was reported that after implant, the patient experienced incarcerated hernia, infection, recurrence, inflammation, adhesions, obstruction, abscess, muscle spasms, mesenteric adenopathy, serosal tear, constant pulling, mental pain, pain, injury, impairment, loss of enjoyment of life, disability, defective mesh. Post-operative patient treatment included medication, laparoscopic mesenteric lymph node biopsy, laparoscopic peritoneal biopsy, laparoscopic liver biopsy, diagnostic laparoscopy, laparoscopic drainage of pelvic abscess, laparoscopic excision of left lower quadrant abdominal wall mesh, open ventral hernia repair with muscle flap and adjacent tissue transfer, exploratory laparotomy, lysis of adhesions, reduction of hernia, repair of serosal tear, repair of ventral hernia with vicryl mesh, laparoscopic low anterior resection, extensive lysis of adhesions, abdominal washout, rigid proctoscopy, open repair of recurrent incarcerated incisional hernia with mesh, open repair of second incisional hernia, and medical treatment.